Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient underwent a knee revision procedure approximately two years post-implantation to correct the mechanical axis of the prosthesis. During the procedure, the tibial bearing was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity."

Event description:
A patient underwent a total knee arthroplasty approximately 2 years ago has been indicated for revision due to instability. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Not returned by patient.

Event description:
It was reported that patient underwent a knee revision procedure approximately 2 years post-implantation due to instability. During the procedure, the tibial bearing was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information. Concomitant products - signature guide - catalogue: 42-422551 lot: 114606, femur - catalogue: 183006 lot: 146930, tibial tray - catalogue: 141233 lot: j3376103, patella - catalogue: 184792 lot:338010. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.